Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the bending template was found to be broken during reverse logistics audit of returned device at a third party servicer. There was no patient involvement and no additional information is available. This report is for one (1) bending template for 2.0mm mlp 20 holes-large. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the complaint device 2.0mm locking plate template (product code: 329.524, lot number: 6192751) was returned to cq west chester for investigation. During visual inspection, the plate was found broken. Only a part of the broken plate was returned for investigation. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. 2.0mm locking plate template, (B)(4) (current) and rev b (manufactured). Dimensional inspection: according to (B)(4), diameter of hole templates: 6.5 mm ± 0.2 mm (specified dimension). Diameter of hole templates: 6.5 mm (measured dimension, conforming). Conclusion: the returned plate was broken, hence the complaint was confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - part # 329.524. Synthes lot # 6192751, supplier lot # n/a, release to warehouse date: 25 sep 2009, manufacturing location: monument, no ncr's were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.